Event description:
Customer reports obtaining a result of 83mg/dl and 107mg/dl 90 minutes apart. Customer states that he felt dizzy when testing 107mg/dl and the paramedics were called. The paramedics tested customer at 388mg/dl on their device 15 minutes after the customer's result of 107mg/dl. The paramedics administered an IV and taken to the hospital where he remaiend for 2 weeks, due to heart issues. No quality controls were used. Requested return of suspect device and replacement was sent.